Manufacturer narrative:
Intuitive surgical inc. Has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has performed a review of the site's history and no other complaints related to instrument fragments falling inside a patient have been reported. This complaint is being reported due to the following conclusion: a tenaculum forceps instrument allegedly broke and a fragment fell inside the patient. The fragment was retrieved without any patient harm. At this time, it is unknown what caused the fragment to fall into the patient.

Event description:
It was reported that during unspecified da vinci-assisted procedures, the surgeon claimed that an unspecified number of tenaculum forceps instruments broke, fragments fell inside some patients, and were retrieved. The surgeon also alleged that the events have occurred with various other surgeons. There was no report of patient harm, adverse outcome or injury. The following information is unknown: procedure names, procedure dates, surgeon names, instrument part and lot numbers are unknown.